Manufacturer narrative:
The results were used only as a comparison study and not for diagnostic purposes. The calibration was acceptable, but the qc was out of range. The field service engineer found that the base solution (basic wash) was not dispensing correctly, and the solenoid valve was stuck. He cleaned the shaft plunger of the valve winding. Qc was performed, and samples were tested with acceptable results. Based on the outcome of the service visit, the above instrument-related issues were found and corrected, but these issues were not the root cause of the event. This could be clearly demonstrated by the comparative measurements at the customer side. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas pure c303 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation of questionable results for 3 patients' samples tested with the hba1c on a cobas pure c303 analytical unit. Sample 1 (patient 1): initial result: 7.18 %. Repeat result: 6.1 % (tested using immunofluorescence methodology). Sample 2 (patient 2): initial result: 6.3 %. Repeat result: 4.8 % (tested using immunofluorescence methodology). Sample 3 (patient 3): initial result: 11.4 %. 1st and 2nd repeat results were both 9.0 % (tested using immunofluorescence methodology).